Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent a pinnaplasty procedure on an unknown date and topical skin adhesive was used. The topical skin adhesive was used to seal the post-auricular wound. The patient was evaluated for post-operative outcome at the six week outpatient appointment. The patient may have experienced a recurrence of ear prominence, a superficial infection responding to oral antibiotics and/or a hypertrophic scar. Additional information has been requested.